Manufacturer narrative:
Date of event: used the first day of the month of aware date as event date was not provided.

Event description:
It was reported that the balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was good.